Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced syncope when their right ventricular (rv) lead exhibited a possible fracture. The lead also displayed high, varying and infinite impedance on the low voltage portion of the lead, oversensing, low pacing impedance and noise. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.